Event description:
It was reported that an error code occurred on an external pulse generator (epg) during power up while a battery check was being done on the device. The biomedical engineer was unable to duplicate the error code. Information from the technical manual was emailed to the biomed. The epg was put back in to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).